Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8336700; model: sc-8336-70; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient had an infection at the pocket site. The physician believed that the infection was not device nor procedure related. The patient was prescribed with antibiotics and underwent an explant procedure. All devices were explanted and were not returned. The patient was doing well postoperatively.